Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip arthroplasty needed due to polyethylene wear. Primary surgery date unknown, but surely more than 10 years. Patient consequence? Yes. Patient consequence description:need for revision surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability due to poly wear.

Manufacturer narrative:
After the review of the new information received, it has been determined that this product has been reported in error. This report will be rejected.